Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, lightheadedness, dizziness, headaches and sinus infections. The patient did receive medical intervention and was on several prescriptions. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 15 , 2024 and section h10 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, lightheadedness, dizziness, headaches and sinus infections. The patient did receive medical intervention and was on several prescriptions.there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 was correctede and updated.